Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. The customer's blood glucose levels were 111 mg/dl at the time of the incident. Troubleshooting was provided for the insulin pump error alarms. The alarms were not able to be cleared. The insulin pump will not return for analysis.